Event description:
Device failed battery test during a preventative maintenance test. Details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention.